Manufacturer narrative:
Device was received with pump error 38 alarm during rewind due to corroded motor home switch. Critical pump error alarmed during reboot due to moisture damage on the force sensor. Moisture damage was also found on the motor and electronic assembly during visual inspection. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error alarm. Keypad unresponsive or button error alarm unknown.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm . Customer's blood glucose level was 210 mg/dl. Customer also stated that they did not press a button down for 3 minutes or longer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.